Event description:
A proultra endo tip separated during a procedure. The separated piece was retrieved without sequela.

Manufacturer narrative:
Subsequent to submission of the initial report, the device was visually inspected and found to have separated approximately 14mm from the bend.